Manufacturer narrative:
A full analysis of the data logs has been performed and permitted to conclude that the move to the predefined home position from parking failed after the arm connection multiple times, including from the maintenance kineverif software. This issue was due to the vigilance device plugs incorrect connection. The adjustment of pins inside the plug permitted to solve the issue. Each cables and also all welds of the vigilance device were checked and were all functional.

Event description:
The surgeon informed, and reported at starting up the system, rosa says the arm is not free. Before that happens the system was normally shut down. The surgeon had push emergency button and in maintenance mode she was able to move the rosa arm. In theatre/patient under anesthesia/before surgery procedure and incision delay in minutes: 35, system had restarted multiple times, to start procedure.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4). Patient code (B)(4) was selected as there was a delay greater than 30 minutes on the surgery due to this event.

Event description:
The surgeon informed, and reported at starting up the system, rosa says the arm is not free. Before that happens the system was normally shut down. The surgeon had push emergency button and in maintenance mode she was able to move the rosa arm. In theatre / patient under anesthesia / before surgery procedure and incision delay in minutes: 35, system had restarted multiple times, to start procedure.